Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated that behind the lift on the left side the bolt that screws the caster to the frame is stripped out.